Manufacturer narrative:
Customer resolved issue.

Event description:
Philips received a complaint on the patient information center ix, sn 5w3k-46mr-0 indicating the staff could not hear red alarms from room m8162 connected to the overview cmccpuov15. However, they could hear alarms from other rooms. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A customer biomedical engineer (bmed) contacted the user onsite to evaluate the device in question. The following functional tests were performed: the bmed had the user connect the unit to the primary, but they could not locate the reported host. The user took responsibility to correct and repair the device and the bmed's trip to confirm the issue onsite was cancelled. Per the bmed, there seemed to be an issue with one of the customer's servers, which was later rebooted to resolve the issue. The reason why the unit lost audio remains unknown. No further issues were identified. The device remains at the customer site. No further investigation or action is warranted at this time.